Event description:
Customer reported a charger failed error message. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the battery charger. System operates as intended.